Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported difference between sensor glucose and blood glucose values. The customer was treated with manual injection. The event involved product(s) mmt-1884l, mmt-332a, mmt-7040a, unomedical. Troubleshooting was performed. Insulin delivery was not suspended. The customer initially had reported having sensor glucose of 200 mg/dl and blood glucose of 160 mg/dl. The customer then reported having 500 mg/dl blood glucose and 69 mg/dl sensor glucose. The customer was also hospitalized due to high blood glucose of 600 mg/dl. The difference between blood glucose and sensor glucose was outside the acceptable range. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned. No product return is required for mmt-332a. The customer will discontinue use of the sensor. Mmt-7040a was requested and the customer response was that the device will be returned. No product return is required for unomedical. Frn-mmt-332a-rsvr, ozp-mmt-7040a-snsr, unomed inf set.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No pump/sensor anomaly or calibration anomaly noted during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 100 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked case at the battery tube side, pillowing keypad overlay and a missing reservoir tube o-ring. The retainer ring was partially broken off due to dog chew marks. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the primary svn (B)(4) and on the related svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 08-nov-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4) and on the related svn (B)(4), perform the history review 1 week prior to the event date 08-nov-2025 in the pump history file and found 1 pump error 23 on (B)(6) 2025, 2 battoutlimit (6) on (B)(6) 2025, 6 sensorerroralert (801) on (B)(6) 2025, 2 nodelivery (7) on (B)(6) 2025 (during bolus/basal), 2 failedbatttest (58) on (B)(6) 2025, 1 pump error 23 on (B)(6) 2025, 2 battoutlimit (6) on (B)(6) 2025 and 2 lost sensor alert on (B)(6) 2025. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 2:34:57 am. There was no power data available for the dates of (B)(6) 2025 and (B)(6) 2025. Unable to check power data for pump error 23, power loss alarm/battoutlimit (6) alarm and failed battery test alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. On a related svn (B)(4), perform the history review 2 days prior to the event date 01-nov-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Unable to confirm alleged discrepancy between sg value and bg value. No current code/category (sensor anomaly) not confirmed. Damage-retainer ring damage confirmed (found during visual inspection). Damage-reservoir unable to lock into place not confirmed (test p-cap and reservoir locked properly into reservoir compartment during testing). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.